Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported that the venous hub of the catheter broke off in the nurse's hand while caring for a patient. The clamp on the port was used to stop the bleeding. The patient was sent to the vascular center to have the catheter replaced with no further complications.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.